Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
According to the complainant the knee implant was defective and failed prematurely because the ceramic coated surface fails to properly adhere to the cement. Additional information has been requested but not yet provided.

Event description:
Update: the material code was updated to nn425 - columbus uc gliding surface t2/2+ 20mm.

Manufacturer narrative:
The adverse event is filed under ais reference xc (B)(4). Additional information: a section - patient data. B5 - description updated. B6 - relevant test results. B7 - patient medical history. D1&2 - material updated. D4 - batch number & expiration date.

Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Investigation results: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. Batch history review: the device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. Conclusion and measures / preventative measures: a definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
Update: right total knee arthroplasty (tka) revision had occurred on (B)(6) 2024. The patient had complained of pain and stiffness in the right knee postoperatively. The date of revision was (B)(6) 2025. The patient is being treated by the surgeon along with physical therapy.

Manufacturer narrative:
The adverse event is filed under ais reference (B)(4). Additional information: b5 - description updated. B6 - relevant test results. B7 - patient medical history. D6 - implant and explant dates.